Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue. In addition of the above evaluation, the device's handle o ring, hisper cap and pollen filter must been changed due to preventive maintenance, oxygen blender gasket is contaminated with dust, which was not related to the malfunction/issue.

Manufacturer narrative:
Device was evaluated by third party service center.